Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication error code message and thereby failed to boot up. No report of patient injury.